Manufacturer narrative:
Method: no additional similar complaint type event(s) within associated lots were found. Device evaluation: the lens was returned in a lens case/ vial and had clear surgical residue/ debris on product. Visual inspection found one lens haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in lens case/vial. Visual inspection found one lens haptic torn. There was evidence of clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -11.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The surgeon noted the lens was damaged and immediately removed and exchanged the lens the same day. Another same model lens was implanted and the problem was resolved. There was no report of any injury. The patient's post-op best-corrected visual acuity was 20/13.